Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was opened to be used during a ureteral stent implantation procedure in the kidney, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the device, it was noticed that the stent was detached in two pieces. Another percuflex ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was opened to be used during a ureteral stent implantation procedure in the kidney, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the device, it was noticed that the stent was detached in two pieces. Another percuflex ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that proximal section bladder pigtail was detached in three parts and the suture hole was torn. The suture string was no returned for analysis. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the proximal section bladder pigtail was detached in three parts and the suture hole was torn. The condition of the device, bladder pigtail detached in three parts, could be interpreted by the customer as stent shaft break. According to product analysis, the problem found is an issue that could have been generated by the user or due to the interaction of the device with the suture string. It's important to mention that the suture hole torn is evidence that the device had improper interaction with the suture string. Additionally, the stent returned without the suture, evidence that the stent was manipulated. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.